Event description:
It was reported that in 2004, the pt fell in a bus as it was starting and hit their head violently. The bump on their forehead was visible. The implant had functioned afterwards, but one day later the pt could no longer hear any sound. Testing confirmed that the device had malfunctioned.